Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to perform occlusion and no delivery tests due to prime anomaly. The pump had cracked battery tube threads, reservoir tube lip, and case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer stated that she was active because her husband had surgery. The customer stated that she rewound the pump many times because there was a motor error. The customer stated that the pump was not exposed to high magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.